Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, though r-wave amplitude is generally approximately 5mv, minimum amplitude occasionally drops to less than 1mv. Oversensing due to non-physiologic signals/sic (sensing integrity counter), 51628 ventricular- sensing integrity counter (sic) since last session 102 days ago.

Event description:
It was reported that the patient's right ventricular (rv) lead showed sensing integrity counter (sic), intermittent oversensing of p-waves and low r-waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.